Event description:
It was reported that the catheter was inserted and total parenteral nutrition (tpn) was administered for a few days. The pt was then released to go home. The pt did not receive any tpn after she was at home. The pt discovered that a portion of the "hose" was loose the morning after returning home. She phoned another hospital to be examined. The nurse removed the bandage and discovered the distal extension line of the catheter had fallen off. The catheter was not clamped off and appeared to have been cut off. As a result, the catheter was removed immediately. The pt was under observation for "a while" and then sent home. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.